Event description:
The md attempted arteriotomy closure with the closer s 6 fr device following a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. The device was inserted at a 45-50 degree angle without any resistance encountered. Adequate mark was achieved. The foot was deployed, the needles were deployed & the plunger was removed without difficulty. Suture capture was noted, therefore the foot was parked and the device was removed. It was reported that the knot was tied by using the clincher device & hemostasis was achieved. The md stated that the groin site appeared "dimpled". A pressure dressing was applied by using a roll of gauze. The pt was then transferred to the ICU. It was reported that after 1 hour of rest, the head of the bed was elevated to a 45-degree angle. Approximately 1.5 to 2 hours later, it was reported that the rn discovered the pt to have active pulsatile bleeding from the procedural site. Manual compression was applied. It was reported that the bp decreased to 45-50mmhg & hemorrhagic shock was diagnosed. The pt received 6 units of blood products, approximately 1200ml. It was reported that after the transfusions, the pt's condition "recovered". As of 08/2003, the pt remains hosptialized for medication treatment. The md reports that he suspects that the closer s knot caught the subcutaneous tissue as evident by the dimpling effect of the skin. When the pt's head was elevated, pressure was applied to the abdominal region causing the knot to detach from the subctaneous tissue, which led to bleeding. There are no reports of any adverse pt sequelae.